Event description:
It was reported to tyco healthcare/ kendall in 2005, that a customer had a problem with our dental product. The customer alleges that the tip of the saliva ejectors detached and the pt swallowed it.